Event description:
The event is reported as: clip slipped off vessel after applying and patient started bleeding. Requested additional information on patient's condition has not been received at time of this report.

Manufacturer narrative:
No product will be received for investigation. A follow-up investigation report will be sent when completed.